Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed unspecified oversensing on the right ventricular (rv) lead. Further information was requested but not received.